Manufacturer narrative:
Investigation in progress.

Event description:
A medtronic representative reported from the site that the surgeon was inaccurate while navigating with the system during an ent procedure. She explained that the system displayed the instruments 3 mm off in the inferior direction. They used tracer to register the pediatric pt. When asked if the surgeon traced back on the head to add depth to the registration; the medtronic representative reported that the surgeon traced to the tragus on each side of the pt's face. The procedure was completed with the use of the fusion navigation system. There was no impact on the pt outcome.